Event description:
Missed work, misdiagnosed; on monday (B)(6) 2021 I went to get rapid covid tested at (B)(6). They did a blood draw and a nasal swab. Both blood draws were negative for covid but the nasal swab was positive. I went "intro" (B)(6) the same day to get reevaluated from a doctor and got tested a second time. I also had my children get tested. They sent the results out and I got them back yesterday and all three were negative (my two children and I). I was told that I must have been given a false positive at (B)(6). FDA safety report ID# (B)(4).